Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, the front panel was blinking and low battery error message e310 was displayed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Address: (B)(6).

Event description:
A user facility returned the olympus evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the front panel was blinking at times, and low battery error message e310 was noted. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not duplicated. However, it was surmised that the front panel blinked because communication between boards failed temporarily. Since no further information could be obtained, the cause could not be identified. Olympus will continue to monitor field performance for this device.